Event description:
An eye care professional (ecp) reported she had a female patient (pt) who was attending college in ny and the mother reported that her daughter had to see an ecp there and was treated with antibiotics and told to stay out of lenses for a year. The ecp stated that she did not see the pt after the event. It is unknown if the pt was sleeping in her lenses or what solution was being used. Ecp stated she had no additional information regarding the event.

Manufacturer narrative:
Information received from complainant was limited and suggested potential serious injury. The event is being reported as worst case. No causal can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.